Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the white screen and no image occurred due to dirt on objective lens. The most probable cause of dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the white screen and no image was found. The service repair technician indicated that the dirt on objective lens led to white screen and no image. There was no patient involvement.